Event description:
It was reported to boston scientific corporation in 2008, that a leveen needle electrode deice was used during a radio frequency ablation (rfa) procedure performed one month prior. According to the complainant, "the patient had burns of an unknown degree above the grounding pads on the right hip and right thumb after the procedure. The physician treated and released the patient. It is not known how long after the procedure the burns were detected." The procedure was completed with this leveen needle electrode device. There was no serious injury reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "fine".

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number. Therefore, the device manufacturer date is unknown. According to the complainant, the suspect device has been disposed of and is not available for return. A device evaluation cannot be performed; the cause of the reported malfunction is undetermined. The 2008 15-month rf probes product family complaint trend report, inclusive of failure modes, was reviewed; no unfavorable trend was noted.